Event description:
Philips received a complaint on the intellivue x3 (B)(6) indicating the spo2 cable was connected to the patient and gave normal readings, when suddenly the readings to dropped to zero. The x3 monitor did not give an alarm. The device was not in use monitoring a patient at the time of the event. No adverse event involving a patient or user was reported. A philips field service engineer (fse) went onsite to evaluate the device in question, and confirmed the reported issue. Based on the information provided by the fse, there was a configuration issue. The fse indicated the issue was resolved by having a philips application specialists configure the spo2 settings to ¿high & low alarm delay to 2 sec and desat delay to 5 sec¿ of the x3 device. After the applications specialist adjusted the configurations of the unit, it worked to the customer's specifications. No subsequent calls have been logged for this device/issue. No further investigation or action is warranted at this time.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation. Reporting institution phone #: (B)(6). Reporter phone #: (B)(6).

Event description:
Philips received a complaint on the intellivue x3 snde752l4716 indicating the spo2 cable was connected to the patient and gave normal readings, when suddenly the readings to dropped to zero. The x3 monitor did not give an alarm. The device was in use monitoring a patient at the time of the event. No adverse event involving a patient or user was reported.